Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during trepanation of the skull it was observed that trephine device would not stop spinning and the trephine head disconnected from the compact speed reducer device and the motor device and became stuck in the patient¿s head. It was further reported that the motor device did not disengage. It was reported that there was a greater than 30-minute delay in the procedure due to the event. There was patient involvement reported. It was reported that the procedure was completed by removing the trepan head manually. It was reported that due to the perforation in the meninges and the brain, caused by the trephine, local hemostasis and filling the gap with waterproof tissue were required. Multiple attempts have been made for additional information. No additional information regarding the patient outcome has been provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the trepan head was disconnected from the compact speed reducer could not be confirmed. An assessment was performed and the device met all manufacture's specifications, no problem found. During device evaluation, the actual compact speed reducer device and the motor device were functionally tested with a codman perforator device, performing five (5) perforations. In each of the perforations, it was observed that the perforator successfully declutched (stopped spinning) when the inner burr penetrated the underlying surface. It was further observed that the perforator was successfully removed from the wood media after each perforation by pulling on the speed reducer device. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. This device has not been previously returned for service. A review of the device history record for did not indicate any conditions during manufacturing operations that could be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. If additional information should become available, a supplemental medwatch will be submitted accordingly.